Manufacturer narrative:
Concomitant products: product ID 97702, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97702, serial # (B)(4), implanted: (B)(4) 2014, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient's system was being replaced due to normal battery depletion. When the manufacturer representative (rep) ran impedances post-operative they were seeing all contacts associated with 0 at greater than 20,000 ohms. The patient was post-operative at the time of the report and not able to feel stimulation on the right side. All contacts beyond 0 seemed "quite health" the rep was unsure why the patient did not feel stimulation and noted that the issues was not present before the operation. It was thought that the patient may still have been medicated and that may have been a factor. The physician was to take an x-ray to see if the lead had moved. The reference electrode with low-high impedance range, excluding contact 0: 1 724-1489, 4 1376 ¿ 2020, 8 1087 ¿ 1864,11 1365 ¿ 2067, 14 1403 ¿ 2104. It was later noted that the patient could not feel it because the lead had moved. The physician had ordered an x-ray and saw that it had completely moved. The doctors had decided to replace the battery and asked the rep to wait to program stimulation until the following day. The patient was able to feel stimulation on the right side, the initial battery showed no signs of issues. Initially post-operative the patient did not feel it in the right side. The battery was fine. The doctor decided to take the patient back in and switch the battery again to see. They were unable to obtain right side coverage at that time. The leads were still functioning. The rep was told to wait until the following day to let it settle. The rep reprogrammed the patient&#62688;stimulation the following day and they felt it in the right side. If additional information is received, a follow-up report will be sent.